Manufacturer narrative:
(B)(4). If the additional information becomes available, it will be submitted in a follow up report. (B)(4). At this time, carefusion has not received the suspect device for evaluation.

Event description:
The customer reported that during pre-use, the avea ventilator displayed "circuit occlusion" and "extended high ppeak" and stopped ventilating, with the safety valve open. A continuous audible alarm was present. As this was during pre-use, there was no patient involvement or report of harm or injury.

Manufacturer narrative:
The reported issue of the suspect device was resolved by performing remediation of the device under field corrective action. The device has been tested and is working to service specifications. No further investigation will be performed.